Event description:
It was reported that during the anterior communicating artery aneurysm procedure, physician attempted to detach the subject coil however, power supply signaled that the subject coil did not detach. Physician checked under fluoroscopy and confirmed that the subject coil had not detached. However, the subject coil detached prematurely within the patient anatomy later while adjusting the microcatheter. The physician removed the subject coil using a stent retriever. There was surgical delay of 30 minutes noted. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the main coil was seen to be stretched. The main coil was seen to be kinked/bent. The main coil was seen to be electronically detached. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil prematurely detached/separated during use was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the main coil was seen to be detached, stretched and kinked. This may have occurred due to manipulation or procedural factors as the physician pulled the coil back to see it had not detached. However, during a moment later when adjusting the microcatheter the coil detached. An assignable cause of ¿procedural factors¿ will be assigned to the as reported and as analyzed ¿main coil prematurely detached/separated during use¿ and as analyzed ¿main coil kinked/bent¿ and ¿main coil stretched¿ as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the anterior communicating artery aneurysm procedure, physician attempted to detach the subject coil however, power supply signaled that the subject coil did not detach. Physician checked under fluoroscopy and confirmed that the subject coil had not detached. However, the subject coil detached prematurely within the patient anatomy later while adjusting the microcatheter. The physician removed the subject coil using a stent retriever. There was surgical delay of 30 minutes noted. No further information is available.